Event description:
It was reported that patient presented for a scheduled procedure. During the procedure, the right ventricular lead was unable to be removed. After loosening the screw with a torque wrench and removing the septum and saline was injected, the lead was still unable to extracted. Ultrasound gel was injected, and this successfully removed the lead without causing damage. The lead was replaced. There were no patient consequences.